Event description:
It was reported following approximately one year of implantation the thoracic plates became fractured likely due to initial improper technique. They were removed and replaced.

Manufacturer narrative:
Correction - this is being submitted as MDR follow up #2 as MDR 9610905-2024-00055 was mistakinly submitted as MDR 9610905-2025-00055 follow up 1.

Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.